Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the patient had a lead dislodged. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1p6tk serial# implanted: 2018-(B)(6) explanted: 2021-(B)(6)product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they were out walking and now they can hardly walk because their right hip is hurting them so bad which happened about 2 weeks ago. Patient states they think it might be because of the device. Patient confirmed they h ave not tried turning stim down or off yet to see if this helps manage the pain. Patient services reviewed patient could consider trying this to see if there is any effect on the pain. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2021. In response to the inquiry for if the patient had contacted their health care professional (hcp) who manages their device about their issue, the patient reported that they had their first visit with their new hcp on (B)(6) 2021, as their previous hcp had moved. In response to the inquiry for clarification for the ¿can't hardly walk/hip hurting and if the issue was caused by or related to the device, the patient said ¿yes,¿ and that the ¿device needs replaced/after x-rays.¿ the patient reported that the steps being taken to resolve the issue was a replacement surgery on (B)(6) 2021.